Event description:
It was reported that the patient presented a remote transmission showing non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. The patient presented to the clinic and a programming change was made. The patient was asymptomatic.